Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that replacement of the dongle resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect dongle has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would engage the emergency stop function without prompt from the user. The reported issue occurred when driving the imaging system between rooms. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The dongle was returned to the manufacturer for analysis. The dongle was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.